Manufacturer narrative:
Product event summary: during analysis no anomalies were found.

Event description:
It was reported that the programmer would not interrogate implantable heart devices. Follow-up determined that the radiofrequency programmer head was not changed out and could not be eliminated as a possible source of the interrogation issue. Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).